Event description:
The information received via medtronic indicated that the reservoir of the insulin pump had air bubble anomaly . The customer reported that big bubble was present in the reservoir. No leaks were observed, the connection of the reservoir to p-cap was fine. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.